Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past six months from the event date, it was found no irregularities. The exact cause of the reported event could not be conclusively determined.

Event description:
During an endoscopic submucosal dissection, the subject device was used. In the procedure, the mucosa was being incised with the subject device and perforation occurred. The intended procedure was discontinued and the physician used clips to close the perforation. No further information was provided. This is the report regarding the perforation.